Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00056. It was reported that burr got stuck on wire. The target lesion was located in popliteal artery. A 2.00mm peripheral rotalink® plus and peripheral rotawire¿ was selected to treat the target lesion. During procedure outside patient, it was noted that the rotaburr was stuck on the rotawire. They had a loose rotawire position, so the physician had to take the rotaburr out. No patients' complications were reported and the patient condition was fine.